Manufacturer narrative:
Results of investigation: vyaire medical determined the root cause was due to leaking inspiration valve nt. The mother board was replaced and the issue was resolved.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Device has not been returned to manufacturer, but log files have been provided. The customer has been requested to perform troubleshooting steps as indicated on the service manual for alarm 400.

Event description:
The customer reported that the bellavista 1000 alarmed 400 or "inspiration valve or device leaky." The customer confirmed that there is no patient involvement associated with the event.